Manufacturer narrative:
There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc) that also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the mfg records for the merci retriever v 2.0 firm device could not be reviewed.

Event description:
Please refer to medwatch MFR report number 2954917-2012-00043. This report is for the second device involved in the case. Pt was a (B)(6) female, with a right internal carotid artery (ica) and right middle cerebral artery (mca) m2 occlusion. Physician made two passes with a merci retriever v 2.5 firm and one pass with a merci retriever v 2.0 firm. Pt had a thrombolysis in cerebral infarction (tici) score of 3 after treatment. About 24.0 mg of tissue plasminogen activator (t-pa) was administered to the pt during procedure. Pt developed a hemorrhagic infarction post-operatively. Surgical removal of hematoma was performed as a medical intervention. Physician believes that the hemorrhage could be attributed to hemorrhagic infarction. Physician also stated that the pt had been with impaired consciousness and pain in left chest at the time of admission. Pt's condition had temporarily worsened due to the hemorrhage, but recovered and the pt has been bedridden so far.